Manufacturer narrative:
The act button was unresponsive due to a flattened button dome switch. No moisture damage was noted to the electronics or motor. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer called in to report a keypad anomaly. The customer reported that the insulin pump was exposed to moisture. The customer's blood glucose level was 239 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The customer returned the product for analysis.